Manufacturer narrative:
Suspect medical device (all impacted lot numbers): list number/lot number/manufacture date/expiration date 8k27-20/01316k000/21dec2016/04feb2018 8k27-20/01217a000/10feb2017/13apr2018 8k27-20/02217d000/26jun2017/24jun2018 8k27-20/04117h000/30oct2017/25nov2018 8k27-25/00517f000/24jul2017/02sep2018 8k27-25/02317d000/14jun2017/24jun2018 8k27-25/02417d000/14jun2017/24jun2018 8k27-25/02217c000/23may2017/17jun2018 8k27-25/01117a000/10feb2017/13apr2018 8k27-25/01216k000/03jan2017/04feb2018 8k27-25/02817h000/30oct2017/21oct2018. A product correction letter was issued on december 14, 2017 to all customers who received architect dhea-s reagent lots still within expiration dating to inform them that falsely elevated results may be obtained when using the architect dhea-s assay with neonatal samples (infants up to 60 days old). Customers were instructed to immediately discontinue use of the architect dhea-s assay with samples from infants up to 60 days old and immediately discontinue use of the architect dhea-s reagent insert expected values representative data for children up to 10 years old. A reagent kit-stuffer will be included with all current inventory advising customers to discontinue testing of infants aged 60 days or less and to discontinue use of the expected values representative data for children up to 10 years old. The reagent package insert for future lots of architect dhea-s will be updated to remove the ranges for children ages <1 week through 5-10 years from the expected values section. Additionally, a new bullet point under the limitations of the procedure section will be added stating there is a potential for elevated architect dhea-s results with samples from infants up to 60 days.

Event description:
Abbott laboratories has identified that falsely elevated results may be obtained when using the architect dhea-s assay with neonatal samples (infants up to 60 days old). Internal studies confirmed that falsely elevated architect dhea-s results are not generated for samples from infants over 60 days old. An erroneously elevated dhea-s result in a neonatal sample would be in conflict with other diagnostic results and clinical findings and may lead to a delayed diagnosis of a chronic congenital condition. The testing requirements for the children's reference range study for the architect dhea-s reagent required a minimum of 100 samples. As the samples from infants which were falsely elevated are now removed from the study, the minimum number of samples is not being met for the overall children's reference range. Therefore, the expected values representative data for children up to 10 years old provided in the architect dhea-s reagent insert should not be used by customers as these reference ranges are being reviewed.